Event description:
Customer reported that the pump battery was not charging, leading to the pump shutting down. There was no adverse impact to the customer's blood glucose level. Customer was advised by technical support to ensure the usb was inserted correctly and was using original charging supplies. The resolution included replacing the pump and using alternative insulin delivery through multiple daily injections (mdi). Customer was instructed to put the pump into storage mode before returning it and to ship the device back within 10 days using a prepaid label.